Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed a skin irritation at the pod insertion site (abdomen) after wearing the device for longer than 48 hours. The patient observed significant bleeding at the site that persisted for an extended period, with blood visible on the adhesive and a raised bump present at the insertion site following pod removal. During this time, the patient also experienced recurrent hyperglycemia, with blood glucose levels reaching 317 mg/dl. The patient attended a scheduled physician appointment on (B)(6) 2026, which lasted approximately 15 minutes, during which the physician advised that the cannula may have clipped a vein and prescribed an antibiotic ointment (nupirocin). The patient reported resuming insulin therapy.